Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that during hydrodistention step, before the spaceoar placement, the needle was not completely emptied of air causing an air bubble on the image. The needle placement was thought to be good despite the air. Based on the computerized tomography (CT) scans some of the hydrogel went above the denonvillier's fascia. One day after placement the patient came in with fever and urinary retention, the CT scan was further reviewed, and it was observed that the hydrogel was surrounding the prostate and made its way down to the apex in a web-like manner. There was about 1 cc of hydrogel in the right location and a small amount that might have gotten under the capsule. At the time of this report, it was indicated that the patient is still hospitalized, and still experiencing fever. The patient is on mirapenem and vancomycin for broad-spectrum coverage. A pulmonary embolism (pe) was suspected. The patient's heart rate has not exceeded 80, which lowers the clinical suspicion of a pe at this time. The patient will continue to be monitored.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: ]block h6 (impact codes) has been updated based on additional information received on 10/16/2024.

Event description:
It was reported that during hydrodissection step, before the spaceoar placement, the needle was not completely emptied of air causing an air bubble on the image. The needle placement was thought to be good despite the air. Based on the computerized tomography (CT) scans some of the hydrogel went above the denonvillier's fascia. One day after placement the patient came in with fever and urinary retention, the CT scan was further reviewed, and it was observed that the hydrogel was surrounding the prostate and made its way down to the apex in a web-like manner. There was about 1 cc of hydrogel in the right location and a small amount that might have gotten under the capsule. At the time of this report, it was indicated that the patient is still hospitalized, and still experiencing fever. The patient is on mirapenem and vancomycin for broad-spectrum coverage. A pulmonary embolism (pe) was suspected. The patient's heart rate has not exceeded 80, which lowers the clinical suspicion of a pe at this time. The patient will continue to be monitored. Additional information, the patient was under general anesthesia, additionally fiducials were placed, transperineally. The patient's radiation treatment was delayed, external beam was noted.